Manufacturer narrative:
Medtronic received the following information from a journal article entitled; sequential minimally invasive treatment of concomitant abdominal aortic aneurysm and colorectal cancer: a single-center experience umberto bracale u, di nuzzo m, marcello bracale u, del guercio l, panagrosso m, serra r, terracciano r m, de werra c, corcione f, peltrini r, and sodo m annals of vascular surgery 2022; 78: 226¿232 https://doi.org/10.1016/j.avsg.2021.07.009. If information is provided in the future, a supplemental report will be issued.

Event description:
24 patients underwent evar procedures for abdominal aortic aneurysms on unknown dates. The mean diameter the aaa's was 6.6cm. These patients all had diagnosis of colorectal cancer were consecutively treated by evar and laparoscopic colorectal resection. Both endurant and non mdt stent grafts were implanted. The following malfunction was reported type ib endoleak (2 months post evar) patient deaths were reported but there is no causal link that a endurant stent graft caused or contributed to any deaths. Causes of death were cancer and cardiovascular disease.